Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation on her back near one of the electrodes described as a wound. The patient reported that she was advised by hospital staff to use tegaderm but the it did not seem to work. It was later reported that the irritation had improved.